Event description:
It was reported to boston scientific corporation that an uphold lite was used on an unknown procedure on (B)(6) 2013. According to the complainant, the protective sheath snapped at the edge during tensioning and the prolene suture separated from the leg mesh. Also, the capio cage was unable to catch the needle three times. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Problem of suture detached.